Event description:
It was reported that, surgeon used tibia targeter and plate bent when applying temporary plate holder; therefore, the holes didn't line up with jig. Locking screws would not seat down in plate.